Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-10033. It was reported the pt (B)(6) was experiencing a sensation he described as electric shocks. This sensation occurs when stimulation is turned off. The pt also reported feeling continued stimulation after it has been turned off. In addition, the pt stated the ipg battery life does not match his scs use. Further investigation revealed the pt had stimulation turned off for one week after fully recharging the ipg. The pt reported that he continued to feel stimulation from his ipg traveling up through the electrode for approx 6 days. The pt stated he no longer felt the shocking sensation. Stimulation was turned back on after one week and the battery reading for the ipg showed approx 1/3 depletion. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.